Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery for the right hip. Patient was revised to address pain. Adapter sleeve added to complaint. This complaint was updated on: (B)(4) 2014.

Event description:
Bilateral patient. Litigation alleges that patient has experienced hip and back pain, pain in the groin, soreness to the touch or when bumped, elevated metal ion levels, and sometimes her right hip sometimes makes a cracking sound.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.